Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that (B)(6) apr 2026, 5 mm x 4 mm amplatzer piccolo occluder was chosen for implant using a unknown delivery system. On (B)(6) 2026, it was noted that the piccolo device had migration into pulmonary artery.

Event description:
It was reported that on (B)(6) 2026, 5 mm x 4 mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue lp delivery system. The patient is 4 months old and weighs 4.9 kg. The pda minimal diameter is 2.3mm, pda diameter at aortic ampulla was 6.2mm and the pda length was 6.7mm. The device was placed was placed extraductal and piccolo pulse checklist was used. On 23 apr 2026, chest x-ray and transthoracic echocardiogram noted piccolo device had migration into pulmonary artery. There was partial obstruction noted with the embolized device. The piccolo device was removed via percutaneous attempt. The implanter believes the cause of embolization was dynamic nature of the ductus. The patient was reported discharged.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.